Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they saw visual alarms but could not hear the alarms at the central station. There was no patient incident.